Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had recurring insulin flow blocked alarms during bolus. Customer stated that the reservoir was not empty. Customer's blood glucose was 290 mg/dl. Customer stated that the insulin exits during fixed prime. Customer stated that the cannula was not bent. Customer had hardened, blood, and scar tissue on the site. Customer was advised to change the insertion site. Customer insists on replacing the pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the display window and case.